Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that plastic part of 8mm fenestrated bipolar forceps instrument tip was chipping away. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley near the cable routing. Broken piece(s) was missing as a result of breakage. Size of missing piece measures approximately 0.6mm x 1.2mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additional related observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conduct wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. No thermal damage on the instrument was found. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.